Manufacturer narrative:
It was reported the unit remained on. Testing and inspection of the unit revealed that the switch did not function properly because of a defective component in the switch assembly. We concluded that this report was attributable to a defective component and will monitor the situation with our component supplier.

Event description:
It was reported the unit remained on.